Manufacturer narrative:
A patients ipg became inoperable following an unrelated surgical procedure wherein the ipg was not set to surgery mode was reported to abbott. As a result, the ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
B6 - correction to previous report the device was not able to be recovered.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the iipg was explanted and replaced.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgical procedure wherein the ipg was not set to surgery mode. A manufacturer representative was able to recover the device via troubleshooting.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.